Manufacturer narrative:
Additional information: the gi bleed occurred in (B)(6) 20 19. The patient was not taking dapt within 24 hours prior to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was update to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted - one into the obtuse marginal 1 and one resolute onyx stent was implanted into the 1st diagonal branch. Approximately two months post index procedure the patient suffered gi bleed. The patient was on dapt 24 hours prior to the event. The patient was treated with a change in medication, blood transfusion and enteroscopy. The patient recovered. The investigator assessed the event as not related to the index device but possibly related to anti-platelet medication.